Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Then noise and oversensing were observed on the ra channel, which appeared to be due to oversensing of respiratory sensor signals. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Then noise and oversensing were observed on the ra channel, which appeared to be due to oversensing of respiratory sensor signals. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.